Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, the device had a "service required" alarm condition. The device was not in patient use. The device's oxygen blending module pca will be replaced to address the issue.